Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that the dso sensor was damaged and faulty. The dso sensor and dso seal were both replaced to address these issues.

Event description:
It was reported that there was a dark spot on display, and the device had a latch/lock issue. Per reporter, the issue was discovered during testing. There was no patient involvement. Device evaluation revealed a detached downstream occlusion (dso) seal and a faulty dso sensor.